Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, foreign body granuloma, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Hyaluronic acid brand name and lot number were not reported.

Event description:
This literature report from greece concerns a (B)(6) female patient who developed foreign body granuloma and mild inflammation, following hyaluronic acid into the nasolabial fold. The patient was a nonsmoker. Further medical history was reportedly noncontributory. Six months after the treatment with hyaluronic acid, the patient presented with an ipsilateral asymptomatic, well defined submucosal firm nodule on the upper lip, of 4 months duration. On clinical examination, a well circumscribed submucosal nodule measuring approximately 2 x 1 cm was noticed on the left upper lip mucosa. The lesion was covered by normal appearing mucosa and was painless and soft on palpation. The remaining oral mucosa was within normal limits. With a provisional diagnosis of foreign body granuloma (fbg) and a differential diagnosis of salivary gland and neural tumor, the nodule was excised. Histopathologically, pools of amorphous, basophilic material compatible with hyaluronic acid that were surrounded by epithelioid macrophages and mild lymphocytic inflammation were observed, confirming the tentative diagnosis of a fbg to hyaluronic acid filler. No recurrence was reported four months later and the outcome was considered resolved. In the opinion of the authors, foreign body granulomas to soft tissue fillers might develop months to several years after the injection. During anamnesis, previous aesthetic procedures should be considered, the pathologist should be familiar with the histologic pattern of each type of filler and not rely solely on the patient's history. The treatment of choice for fbg is prevention by highly educated and trained clinicians performing the injections under aseptic conditions, thus minimizing the risk of infection. When fbg was presented clinically as a single nodule, as in this case, excisional biopsy was both diagnostic and therapeutic. Literature article citation: tamiolakis p, piperi e, christopoulos p, sklavounou-andrikopoulou a. Oral foreign body granuloma to soft tissue fillers. Report of two cases and review of the literature. J clinexp dent. 2018; 10(2):e177-84.